Manufacturer narrative:
(B)(4). Results: inconclusive - the trigger operated as intended when tested with a (B)(4); known good (B)(4) ; main housing, and continued to operate as intended throughout the evaluation. The evaluation was unable to be completed since the main housing was not returned with the sample; many of the evaluation criteria were not applicable since the main housing was not received. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-00699. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2011. During the procedure, the blade on the device would not spin. A second device was used to continue the procedure. There were no adverse patient consequences.